Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the surgeon was impacting the trial into positions on the baseplate and the insert trial cracked. The pieces were removed, no debris.